Manufacturer narrative:
Please note that the gender of the patient is unknown. (B)(4). Please note that the contact is the sales rep. The initial reporter was dr. (B)(6). It is unknown if the device is available to be returned for analysis. A device history record (DHR) review, picture analysis of the device, and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the short palmaz genesis / opta pro 18 x 80 bil 80 stent fell off the balloon and had to be retrieved through open incision. The stent was not implanted. Patient was not harmed.

Manufacturer narrative:
(B)(4). Complaint conclusion: the short palmaz genesis / opta pro 18 x 80 bil 80 stent fell off the balloon and had to be retrieved through open incision. The stent was not implanted. Patient was not harmed. The short palmaz genesis / opta pro 18 x 80 bil 80cm stent delivery system (sds) could not get to the lesion. During removal from the patient, the stent fell off the balloon and had to be retrieved through open incision in the carotid artery. The stent was not implanted; however, a new stent was placed. Patient was not harmed and no adverse events occurred. The intended procedure was treatment of the subclavian artery. The lesion was de novo. There were no damages or anomalies noted to the devices or packaging prior to use. The devices were handled and prepped according to the instructions for use (IFU). It is not believed that the stent was loosely or improperly crimped on the balloon. There was no report of resistance/friction experienced as the device was inserted into the patient, however, it was reported that the stent did not get to the vessel. However, resistance/friction was reported during removal from the patient, and the stent dislodged. No unusual force was used at the time during the procedure. The product was not returned for analysis. A file with a picture of one stent was received attached to the complaint. Per visual analysis of the picture, the stent presented an uplifted strut and blood residues. A device history record (DHR) review of lot 17349418 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent strut uplift-during use (peripheral)¿ and ¿stent dislodged-in patient (peripheral)¿ were confirmed through analysis of the picture provided. The exact cause of the events could not be determined during analysis. Based on the information available for review, procedural factors may have contributed to the burst as evidenced by the reported resistance / friction during removal from the patient. The reported ¿stent delivery system (sds) tracking difficulty¿ was not confirmed. According to the IFU ¿the cordis palmaz genesis transhepatic biliary stent on opta pro .035¿ delivery system is indicated for palliation of malignant neoplasms in the biliary tree. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the DHR review nor the picture analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information was received: the short palmaz genesis / opta pro 18 x 80 bil 80 could not get to the lesion. During removal from the patient, the stent fell off the balloon and had to be retrieved through open incision in the carotid artery. The stent was not implanted, however, a new stent was placed. Patient was not harmed and no adverse events occurred. The intended procedure was treatment of the subclavian artery. The lesion was de novo. There were no damages or anomalies noted to the devices or packaging prior to use. The devices were handled and prepped according to the instructions for use (IFU). It is not believed that the stent was loosely or improperly crimped on the balloon. There was no report of resistance/friction experienced as the device was inserted into the patient, however, it was reported that the stent did not get to the vessel. However, resistance/friction was reported during removal from the patient, and the stent dislodged. No unusual force was used at the time during the procedure. Procedural films are not available. The device will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.